Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The customer reported complaint of a loose cable was not confirmed by failure analysis. The force bipolar instrument was inspected and found to have no loose, frayed or broken cables. The force bipolar was found to have a broken grip at the grip base. No material was missing. The molded insulator was also found to be broken. The broken piece measured 0.119" x 0.068" and was not returned with the force bipolar instrument.

Event description:
It was reported that during central processing the force bipolar instrument had a broken or loose cable. There was no patient involvement and no reported injury.